Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not inspected prior to use. The customer described the non-intuitive motion of the instrument as being unsmooth, imprecise, and not scaling with the surgeon¿s control. In addition, the instrument wrist was bent slightly, and the jaw opening/closing function did not work well. There was no patient injury due to the issue. The instrument was not grasping the patient¿s tissue or vessel when the issue occurred. There was no fragment that fell inside the patient¿s anatomy. In addition, isi received a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a frayed pitch cable at the distal end. Additional investigation found the pitch cable to be dislodged in the housing at the proximal end. The instrument was found to have both tall and short input disks cracked. Hairline cracks were found on grip input disks. These failures contributed to unintended movement of the instrument. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a frayed pitch cable at the distal end. Additional investigation found the pitch cable to be dislodged in the housing at the proximal end. The instrument was found to have both tall and short input disks cracked. Hairline cracks were found on the grip input disks. These failures contributed to unintended movement of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) moved in an unintended way. The customer used a backup fbf instrument to continue with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.